Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, moderately tortuous right coronary artery. A 3x12mm xience prime stent delivery system (sds) was inserted through an unspecified y connector when resistance was felt. The stent dislodged and remained in the y connector. The y connector was removed, and a 3x12 non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to advance could not be tested due to the condition of the returned device. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Method code 4114 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.